Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that her daughter's insulin pump alarmed no delivery. Customer changed the infusion set and appeared to function fine however, customer did not feel comfortable using pump and wanted to return unit. Child's blood glucose was unknown at the time of incident. Troubleshooting was offered but customer indicated that incident was in the past but did not state when and was also unable to troubleshoot at the time. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.